Manufacturer narrative:
The reported inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the setscrew would not tighten with different torque wrenches. The physician elected to implant a different device.